Event description:
The facility reported an infusion pump with a failure code 570. The failure was reported to have occurred during pt use. The hosp. Rep. Stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. No additional information available.